Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 27 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2015, the patient underwent stage 1 revision with an antibiotic spacer due to infection and tibial loosening. The surgeon reported muddy colored purulent fluid inside the patient¿s right knee. The surgeon indicated the tibial component was totally loose and came out without any effort. He noted femoral component was fixed. All components were explanted from the patient in the procedure. The patient was implanted with a competitor cement spacer system and competitor cement. There were no complications to the procedure. Doi: (b)6) 2014. Dor: (B)(6) 2015 (rt knee).

Manufacturer narrative:
Product complaint # ==> (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.